Event description:
The hcp reported that the pt had developed a tumor in the spinal canal, diagnosed as a t10 schwanomma. The hcp reported that "it had nothing to do with the catheter and there was no catheter granuloma on any of the studies". The patient had a laminectomy and removal of the tumor and is doing very well now. She now has good control with the pump "and back toher original pain level".